Event description:
During baxter's functional testing of a spectrum pump, it was found to alarm constantly for upstream occlusion.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functional testing the unit was found to alarm constantly for upstream occlusion. Further eval was unable to reproduce the alarm and found the pump within spec in relation to the symptom of "constant upstream occlusion".